Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer's analyzer application froze with a loading icon, after the user had turned off pacing to measure r wave sensing. The application was closed and restarted, and resumed normal function. A different model analyzer was used to complete lead analysis. The programmer remains in use. No patient complications have been reported as a result of this event.